Event description:
It was reported that the patient experienced air in the heater line during peritoneal dialysis (pd) therapy. The heater line filled with air as the patient did not follow proper procedure and disconnected the heater bag during fill phase. Technical services explained that the current therapy would need to be ended so that it can be restarted. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns to not replace empty solution bags or reconnect disconnected solution bags during therapy. If a bag is disconnected during therapy, the patient is directed to follow the end therapy procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.